Manufacturer narrative:
A review of the manufacturing documentation of the explanted device found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's paddle lead was explanted as it was exhibiting high impedances. During the implant procedure, the physician's assistant nicked a portion of the paddle lead. The patient was reportedly doing fine after the revision procedure.

Event description:
A report was received that the patient's paddle lead was explanted as it was exhibiting high impedances. During the implant procedure, the physician's assistant nicked a portion of the paddle lead. The patient was reportedly doing fine after the revision procedure.

Manufacturer narrative:
The explanted lead was not returned to bsn because it was discarded by the medical facility.